Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a total laparoscopic hysterectomy on (B)(6) 2018 and suture was used. During the procedure, the suture was detached from the needle when holding the needle during use under the skin. There were no adverse consequences to the patient. No additional information was provided.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/30/2018. Evaluation: a labeled winding former, a detached needle and a dispensed suture of product were returned for analysis. During the visual inspection of a detached needle, the swage and attachment area were noted to be as expected. The barrel hole no present remnant, but marks on body and edge of needle appear to be by use of the surgical instruments. The end of the suture present marks and a section was noted split due to use. The DHR review could not be conducted, because the batch number of the complaint is unknown. Per the needles condition the assignable cause of the suture needle pull off was an improper handling.